Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device failed on start-up and alarmed. The display appears black. The next start-up went well. - this occurrence was noticed at start-up during the booting process. - a continuous buzzer alarm was observable. - the device log files (service log, error log, event log, teslaspy log) were provided to hamilton. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device failed on start-up and alarmed. The display appears black. The next start-up went well. This occurrence was noticed at start-up during the booting process. A continuous buzzer alarm was observable. The device log files (service log, error log, event log, teslaspy log) were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields. A detailed investigation was performed by an expert from the technical service: as after startup, mandatory tests have to be performed before the devices is used on a patient, it is not possible that the issue can remain undetected until usage on a patient. The mandatory tests need to be performed at every startup or change of patient to ensure that the ventilator's components, including alarms, sensors, and circuits, are functioning correctly. It is a standard safety feature to ensure that the ventilator is functioning correctly before it's used on a patient. Therefore, this case was assessed non-reportable.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device failed on start-up and alarmed. The display appears black. The next start-up went well. This occurrence was noticed at start-up during the booting process. A continuous buzzer alarm was observable. The device log files (service log, error log, event log, teslaspy log) were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.